Manufacturer narrative:
During the laboratory evaluation, the arterial oxygen saturation (so2), venous oxygen saturation (svo2) (from the hematocrit saturation module [h/sat]), arterial oxygen (o2), venous o2 (from the venous blood parameter monitor [bpm]) and vo2 (calculated from change in so2 and flow rate) all were displayed on the bpm screen and were adjusted using in-vivo adjustments. The values remained steady during an observation period of nearly one hour. Hemoglobin (hgb) and hematocrit (hct) values were also stable. No failures or error codes were observed. The product surveillance technician (pst) observed no additional issues through visual inspection. The bpm was sent to central engineering for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. The unit passed blood loop testing with no inaccuracies observed.if additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This issue occurred between of (B)(6) 2015.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the venous oxygen saturation (svo2) constantly reads 100% on the blood parameter monitor (bpm). Hemoglobin (hgb) and hematocrit (hct) also did not display even when the patient's hgb and hct were within the bpm display parameters. This occurred during extracorporeal membrane oxygenation (ECMO). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: a bpm unit was being used for ECMO and both a hematocrit saturation module (h/sat) cuvette and a shunt sensor was being used to assist in management of the patient. There were no issues with the accuracy of the shunt sensor measurements, but the h/sat data was suspect. The svo2 continuously displayed at 100% and this was obvious to the user not to be accurate. In addition, the hemoglobin / hematocrit were displayed as (- - -) even though values were within the display range of the unit. This behavior occured in the early minutes of ECMO. A number of in-vivo calibrations were performed, but the h/sat data continued to be inaccurate and/or missing. This resulted in additional venous laboratory samples and according to the nurse (rn), these additional samples resulted in need for transfusion. The bpm unit was changed out and then all h/sat values were reasonable. There was no delay in the actual ECMO procedure and there was no observed harm.